Event description:
Based on a review of medical records provided by the patient's attorney: on (B)(6) 2003 -- implant of kugel patch. On (B)(6) 2005 -- exploratory laparotomy with near total gastrectomy, roux-en-y reconstruction and splenectomy, explant of kugel patch. On (B)(6) 2005 -- the patient underwent ventral hernia repair with composix kugel hernia patch. On (B)(6) 2006 -- the patient underwent additional surgical intervention, partial excision of infected abdominal wall composix kugel hernia patch and implant of collamend graft. On (B)(6) 2006 -- the patient under additional non-surgical invasive procedure for CT guided abscess drainage which removed 5 ml. Of serous appearing fluid. Culture report indicated few wbcs no organisms seen. On (B)(6) 2007 -- hospital admission: hernia recurrence in the right lower quadrant of the abdomen. CT indicates a large amount of bowel exiting from defect. On (B)(6) 2007 -- repair of right ventral incisional hernia, reapproximation of collamend graft. Graft did not appear infected and was still intact with separation of the sutures from the lateral side wall. On (B)(6) 2008 -- hernia repair with unspecified mesh.

Manufacturer narrative:
The patient's attorney initially reported a single mesh, which was filed with the FDA under MDR 1213643-2011-00733 when davol was originally made aware of the complaint. However, medical records were later received that identified two additional meshes. Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient is reported to have developed an abscess that had 5 ml of serous fluid. A culture revealed no organisms. Seroma is listed as a potential adverse reaction in the product's instructions for use. The medical records provided do not indicate a specific device failure. Additionally, no lot number has been provided and the graft appears to remain implanted; therefore, no manufacturing review or device evaluation could be performed. If additional information is provided, a supplemental MDR will be submitted. Refer to MDR 1213643-2011-00733 for information regarding the kugel patch implanted on (B)(6) 2003. Refer to MDR 1213643-2012-00381 for information regarding the composix kugel mesh implanted on (B)(6) 2005.